Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2020-15284.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The exact cause of the heart block cannot be determined based on the information provided but was most likely caused by the mechanisms above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by the edwards (B)(6) affiliate, 23mm sapien 3 case by transfemoral approach in aortic position. Due to low coronary heights measured on CT, the lm was pre-wired with a balloon stent on standby, and ready to be deployed if needed. The 14fr esheath insertion was uneventful. A bav using our 20mm balloon was performed prior to valve implantation. Following pre-dilatation, the patient went into heart block, pressures never recovered necessitating CPR. Once pressures recovered slightly, the valve was introduced and implanted at the desired location in the native aortic valve. A root angiogram was then performed and demonstrated an lm occlusion. The parked balloon stent was then moved to the entrance of the left coronary ostia and deployed. A lm angiogram demonstrated good perfusion in the lm following stent deployment. The pressures remained very low post valve and stent deployment. The patient went into multiple rounds of ventricular fibrillation necessitating defibrillation and cardiac massages. On echo, no wall motion was seen. Despite all the attempts, the patient passed away on the table.